Manufacturer narrative:
The complaint device generator was returned and an evaluation was performed. The device passed all electrical and safety tests and was found to be fully operational. No problem was found with the device, this complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for the electrode used in this event: 1221934-2015-10100 UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the generator used in this event: 1221934-2015-10100 UDI: (B)(4) awaiting device return.

Event description:
The vapr produces a short circuit and cause a minor burn patient and the vapr generator indica short and stops working. Procedure: shoulder arthroscopy. The following additional information was sent via e-mail by the affiliate on 10-22-2015: the doctor and nurse think that the generator caused the burn to the patient. However, the electrode did spark/arc inside the patient's joint. Nothing fell into the patient. The electrode was not a reprocessed device. The sales rep does not know if the procedure was extended or delayed. The surgeon opened other electrodes but they defaulted and when they switched to a vapr ii generator they were able to complete the surgery. The surgeon did not treat the patient's burn. The following additional information was sent via e-mail by the affiliate on 10-26-2015: the customer could not remember if the generator gave an "output shortage" error code or if the electrode sparked if and when there was an actual output shortage. The electrode is not available for return.